Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the tail of the first coil (subject device) was jammed in the tip of the microcatheter after detachment. Then the physician tried to push the coil with the guidewire, however it did not work. So the detached coil was removed with the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was prepared as per the dfu (direction for use) and was in a good condition prior to the procedure. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the tail of the first coil (subject device) was jammed in the tip of the microcatheter after detachment. Then the physician tried to push the coil with the guidewire, however it did not work. So the detached coil was removed with the microcatheter. No clinical consequences reported to the patient.